Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies were failed. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from other resources like main pharmacy or other station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer walked customer through storage space recovery and initial attempt failed. Advised to contact pharmacy and recovered the cubie pocket. Followed up with customer and confirmed the issue was resolved and no further problem with cubies. The system functioned as intended after the customer resolved the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies were failed. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from other resources like main pharmacy or other station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.